Manufacturer narrative:
The device was not returned for analysis. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted. Manufacturer internal reference number: (B)(4).

Event description:
It was reported by a healthcare professional that a silent nite gl hinge appliance was defective. It was reported that the patient had a material reaction to the appliance. Reportedly the patient wore the appliance for one month and experienced red mouth and throat closing. Patient received the device and began use on (B)(6) 2024. Patient stopped using the device on (B)(6) 2025. Symptoms resolved after the patient stop using the appliance. Patient reportedly has a known mild willow tree allergy.

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event.stock product reviewed results stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time manufacturer reference: (B)(4).